Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, noise that resulted in oversensing was noted on the right ventricular (rv) lead due to diaphragmatic myopotentials. The noise was reproduced when the patient coughed. Insulation damage was suspected but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable with no consequences.